Event description:
It was reported that the pump declared a cartridge alarm 5. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support instructed the customer to load a new cartridge, but the customer was unable to resume insulin due to another alarm issue. Reportedly, customer reverted to manual injections for insulin therapy.